Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving unknown baclofen (500mcg/ml at 144.92mcg/day) via an implanted infusion pump. The indications for use were unknown. It was reported that the patient just had a new pump implanted, and was receiving too much medication. It was noted that the patient was in a wheel chair, and was super weak. She was so weak she could not hold the trunk of her body straight. The onset of symptoms was considered sudden. It was noted that the new pump was programmed to infuse the same amount of medication as the old pump. The caller was to follow-up with the patient's managing physician to assess the patient's symptoms, and it was noted that they had been trying to reach the doctor. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017. It was reported that the implanting hcp was there at the time of the event, and the team caring for the patient checked the pump. It was determined that there were no issues with the pump and they were no longer concerned about the pump. The hcp had no further information on this event.